Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated presence of lead material. The damage found is consistent with arcing between the hv conductor and ICD can. Analysis of the device observed extended charge time and high voltage output anomaly. The low voltage functionality was tested on the bench and our automated testing equipment. All low voltage test specifications were normal.

Event description:
It was reported that the patient present to the hospital after receiving inappropriate therapy. Device check revealed an alert for possible output circuit damage, low lead impedance and aborted therapy. The device and lead were explanted and replaced.